Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy in 2017. On (B)(6) 2020 the patient was admitted in a nursing home for an unknown reason. On (B)(6) 2020, the patient's peg tube was pulled out while sleeping. Manual reinsertion of the device was unsuccessful. Endoscopic replacement of peg tube was also unsuccessful due to the patient having a buried bumper syndrome. The patient was discharged on (B)(6) 2020 and is pending a surgical appointment for peg replacement.